Event description:
The letter alleges the consumer sustained serious injuries from a fall when the frame allegedly bent on the rollator. Although injury is alleged, no details to the specific or extent of the injury have been provided.

Manufacturer narrative:
Manufacturer received a letter from an attorney alleging the user sustained an unconfirmed alleged serious injury while using a rollator. No details were provided. The product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed as a conservative measure.